Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. The receiver log download was attempted but could not be performed. The receiver functional test was attempted but could not be performed. The receiver case was opened for an internal visual inspection and no moisture damage was observed. A defective battery with a cracked ic chip was observed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.